Event description:
Following an intravenous infusion of 48.0 mg of tissue plasminogen activator (tpa), two passes with retrieval device was successfully performed to treat a right middle cerebral artery occlusion (r-mca). The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Intracranial bleeding without perforation was confirmed at the right nucleus basal after the thrombus was removed. The physician stated that penetrating branches damage was potentially the cause of the intracranial bleeding after the thrombus was retrieved. No further details were provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacture.